Manufacturer narrative:
The complaint met MDR reporting when it was found that the coil was stretched and kinked during product analysis. MFR name: codman & shurtleff, inc. Dba depuy synthes products, inc. Customer information could not be provided. Conclusion: the deltafill18 was returned for analysis. The distal end of the embolic coil is located in the green introducer near its distal end. There is blood in the green introducer and throughout the translucent introducer sheath. The translucent introducer sheath has split in half. Part of the translucent introducer sheath exits the resheathing tool through the v-notch, and the other part exits the resheathing tool with the device positioning unit (dpu) core wire. There are no bends or kinks apparent in the dpu core wire. The ball tip is intact. The embolic coil is kinked and stretched. The articulating joint and resistance heating (rh) coil are obscured by blood and the translucent introducer sheath; however, the articulating joint appears to be damaged. The v-notch of the resheathing tool is undamaged. The distal end of the split in the translucent introducer sheath is distal to the resheathing tool. The proximal end of the split in the translucent introducer sheath is proximal to the resheathing tool. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint of a prescore rupture is confirmed. The translucent introducer sheath has split, and part of the sheath exits the resheathing tool with the dpu core wire. The split in the translucent introducer sheath begins at the introducer lock. The instructions for use (IFU) instructs the user to unlock the microcoil by gently pulling the tab of the introducer away from the resheathing tool at a 45-degree angle. If the tab is pulled at a shallower angle, the introducer lock can catch on the v-notch of the resheathing tool, causing the translucent introducer sheath to split. 100% of devices are inspected in-process for the proper formation and location of the introducer lock, and to ensure that the resheathing tool cannot be moved with the lock in place. Thus, it is unlikely that the device left the manufacturing facility with damage to the introducer lock. In addition to the damage to the translucent introducer sheath, the embolic coil and articulating joint are damaged. There is also blood in the green introducer and translucent introducer sheath, which is indicative of insufficient flush. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The exact sequence of events in this case is unknown and the complaint details do not indicate that the embolic coil was advanced out of the introducer or through the microcatheter. However, attempting to advance the embolic coil against the resistance of blood in the introducer could lead to application of excessive force, resulting in the observed damage to the embolic coil. 100% of devices are inspected in-process for damage to the embolic coil and articulating joint, and are also advanced out of the introducer. As a result, it is unlikely that the observed damage to the embolic coil and articulating joint were present when the device left the manufacturing facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization for placing a reservoir, when the lock of the deltafill18 (dlf180312/ s13138) was released, the transparent sheath split in two and could not be used at all and during product analysis, it was found that the coil was kinked and stretched. The coil was replaced with another one (same size). The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. No further information was available.